Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in late 2008, approximately 19 months post stenting of the proximal rca, the patient experienced angina. An ivus was performed revealing that the stent was re-stenosed>=50% and <70%. The patient was re-hospitalized the next day, and underwent re-vascularization with balloon angioplasty using an unknown balloon and placement of another company's drug eluding stent. No additional event or patient information is available.